Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and extraneal/physioneal therapies were ongoing. No additional information is available.